Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted that the surgeon's experience with the product, and intraoperative context contributed to the stent mispositioning. It is to be noted that the IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon inadvertently implanted two (2) stents from a trabecular microbypass stent system posterior to the trabecular meshwork (tm) in the patient's left eye (os). Per report, a second device was used to implant two (2) additional stents. The report noted that surgical technique and limited product experience contributed to the stent mispositioning. Through follow-up, the following additional information was received. Per report, the surgeon reiterated that limited experience with the product and compromised intraoperative view contributed to the mispositioning of the first two (2) stents, described as slightly posteriorly to the scleral spur, in the left eye (os). The report noted that additional stents were implanted in the trabecular meshwork (tm), and the stents remain "in situ" with no adverse patient impact or intervention required. The event was reported as "resolved".